Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that both of the patient's leads had migrated, which was confirmed via x-ray. As a result, the patient was experiencing ineffective stimulation. Md believes patient's leads had migrated due to over-exerting themselves. Surgical intervention took place on (B)(6) 2024 where the leads were repositioned to address the issue, effective stimulation was restored.